Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not consistently detect when the door is closed with a line inserted during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "did not consistently detect closed door" was not reproduced. A review of the event history log revealed "shut door - power off". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification link screws. The link and link switch requires adjustment/verification to address this issue. Should additional relevant information become available, a supplemental report will be submitted.